Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number was unknown. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This report was received from a consumer's caregiver. Follow-up information was obtained by the home patient's registered nurse (rn) by global pharmacovigilance (gpv) and is a spontaneous report from a caregiver in the USA of a breach in aseptic technique and peritonitis coincident with dianeal therapy. During a call with baxter global field surveillance (gfs) on (B)(6) 2013, for an unrelated issue, the home patient's (hp) caregiver reported that the hp was in a rehab facility and has peritonitis. Follow up information was obtained on (B)(6) 2013 by baxter global pharmacovigilance (gpv) and the following was reported: on an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. On (B)(6) 2013, a peritoneal effluent culture was performed which showed ((B)(6)). The hp was hospitalized, however, the hospitalization was not related to the peritonitis, the hospitalization was related to the patient losing strength . Treatment was reported as vancomycin 1g every other day. Per the rn, it is unknown if the peritonitis was related to baxter solutions, devices or disposable products, however, she feels that the peritonitis was do to the hp's breach in aseptic technique. The patient was reportedly recovered from the peritonitis. No additional information is available at this time.